Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol (zkb) because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is torn and cut in half, most probably to make remove and replacement possible. Considering the condition of the returned lens, additional analysis was not possible. The event was most probably related to handling. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data showed that the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non- conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the devices. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced within the same procedure due to the doctor realizing the lens was damaged after insertion into the patient's eye. An incision enlargement was required. The specific damage that occurred in the lens was that the optics were torn along the edge upon insertion.